Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer was sent back to intensive care on (B)(6) 2018 after their blood glucose went up to 513 m/dl and they got diabetic ketoacidosis. The caller did not mention how the customer was treated. The caller did not mention any symptoms. It is unknown if the customer was wearing the insulin pump during the incident. The caller stated the customer had 2 motor error alarms within a couple of months, but the customer did not report the issue. The pump had been dropped by the customer. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with the operating currents within spec. And passed the self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08875 inches. No motor error or excessive no delivery alarm noted. The motor was tested outside the device and passed. (B)(4).